Event description:
It was reported that a patient underwent a gynecological procedure on an unknown data. During the procedure, the motor drive unit worked intermittently. No other information about the event or the procedure was available. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.